Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume intermate had a "black dot". The particle was identified before use. There was no patient involvement. No additional information is available.